Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead2 had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02928. It was reported that the patient lost therapy following a bicycle accident. Diagnostics revealed high impedances on both leads. As such, surgical intervention took place on (B)(6) 2020 wherein the leads were explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.